Event description:
Caller reported a malfunction on the pump, identified as malf 3, which was not resettable. Blood glucose level exceeded 500 mg/dl, with the specific value displayed as "high." Customer corrected the high blood glucose with a manual injection and did not require third-party assistance. The customer reverted to an alternate method of insulin therapy.